Event description:
The clinician reports the implant was inserted on (B)(6) 2013 in the patient's mouth. Details of surgery: primary stability not achieved, implant surface not completely covered with bone and ridge augmentation. On (B)(6) 2023, loss of osseointegration was verified. Patient presented with bone type IV and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, mobility, bleeding and fistula. No further patient complications were reported.